Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was assumed that the peeling of the operation wire coating occurred due to the coil sheath interfering with the operation wire while the slider was moved back and forth. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rotatable clip fixing device to the service center for a separate issue. During the device analysis, the device exhibited operating wire coating that was peeled off. There was no patient involvement.